Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. There was no button error alarm noted. The pump was received with a cracked case at the display window corner and a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that she was receiving a button error alarm on the insulin pump. Customer's blood glucose was 191 mg/dl at the time of the incident. Customer stated that she tried to bolus and it would not respond. Customer changed the battery twice. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.